Manufacturer narrative:
The complainant was unable to provided the suspect device lot number; therefore, the device manufacture date is unk. A visual examination of the returned device confirmed there is a crack in the locking mechanism. The cause of this malfunction is undetermined.

Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was placed in a feeding procedure in 2007. According to the complainant, the locking adapter got chipped approximately 2 weeks after placement and another corflo cubby low profile gastrostomy device was used to replace this device. There were no pt complications reported as result of this event. The pt's condition was reported to be "good."